Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low chloride and calcium results with high anion gaps generated by unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples with high anion gaps were repeated on the lab's 2nd instrument, and the chloride and calcium results were higher. The results were not supplied. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The system is calibrated every 24 hours and qc is run every 4 hours. Qc was out of range low for chloride and calcium. The customer performed flow cell maintenance procedure and replaced the calcium electrode tip. As of 8/24/2010 no further problems with high anion gaps or false results were reported. Service was not dispatched for this event.